Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the process, after which the cgm error was resolved, and the sensor session was successfully started.